Manufacturer narrative:
(B)(4). Devices of multiple part/lot numbers were implanted during the procedure including: part: 876-613 / lot: unknown (x6) part: unknown allograft / lot: unk although. It is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a study control patient with degenerative disc disease (ddd) underwent an acdf procedure at c4/5-c5/6 using a cervical plate system. According to the report, 147 days post op, the patient had pseudoarthrosis formation at c5/c6 and experienced "an increase in cervical and arm pain, intermittent bilateral arm numbness" for approximately 5-6 weeks. According to the report, a cervical bone stimulator device was used as treatment and was worn for 4 hours each day. The physician confirmed with ap lateral-cervical films that delayed fusion occurred for this patient 382 days post-op. No other patient complications were reported.